Event description:
The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon follow up, inappropriate high voltage (hv) therapy was noted to have been delivered. Furthermore, there was no capture and variable sensing on the right ventricular (rv) lead that was dislodged. The left ventricular (lv) lead also had no capture threshold due to suspected dislodgement. The patient was hospitalized and all therapy settings were disabled until revision. Both leads were replaced, though it is unknown at this time if they were capped or explanted. The patient was stable with no adverse consequences, and further follow up information has been requested but not yet received. Related manufacturer report number: 2938836-2017-35050.